Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after the needles were deployed and the plunger was removed, blood flow was observed to be coming out of the cutter (body of the device). The device was removed and hemostasis was achieved using a non-abbott device. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the plunger, cuffs, link, needle tip and monofilament were not returned with the device. The device was disassembled and found the marker tube properly attached to the marker lumen. Although the root cause for the reported blood flow from the cutter could not be determined based on this investigation, a probable cause is when the device was pushed all the way to the posterior wall of the artery, the blood will enter the needle slot or suture port then there is a possibility that the blood will come out of the cutter. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.